Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her daughter damaged her insulin pump; the battery cap could not be removed and the battery cap was cracked. The customer's daughter jammed the battery into the battery compartment and caused the physical damage. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the battery cap and the customer was advised to try removing it with a quarter. The customer was unable to remove the cap as the top of it was stripped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.